Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an improper shutdown. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Additional information from the baxter field technician reported, it was "verified the battery was causing the improper shutdown. They cleaned the battery contacts. No further issues noted. Placed back in service." Should additional relevant information become available, a supplemental report will be submitted.